Event description:
Customer reportedly obtained results of hi, 272 mg/dl, and 132 mg/dl on the compact plus system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.